Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6) underwent an persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that while ablating the anterior wall of the left atrium, there was a steam pop. It was confirmed via intracardiac echocardiography (ice) that the patient had a pericardial effusion. A pericardiocentesis was done and 400 ml of fluid was removed initially and the drain was left in place. They are not sure if the patient is going to the operating room for surgical repair. The caller states they are just going to observe the patient at the moment to see if the patient needs surgical repair or if the effusion gets worse. The physician was unavailable after the procedure and no further information was received from the physician. They used a maximum of 45 watts during the procedure. Additional information was received on the event. This adverse event was discovered after use of biosense webster products. The physician¿s opinion is unknown. The effusion was tapped and a drain was placed. The patient condition is improved. The patient stayed overnight for observation instead of doing same-day discharge. Other relevant history: persistent afib. Transseptal puncture was performed with a baylis nrg needle. Prior to noting the pericardial effusion ablation was performed. There was evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 15 ml/min during ablation. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were force dashboard, vector, and visitags. The visitag module was used, the parameters for stability used were 2.5 mm, 3 seconds, tag size of 3. No additional filter besides respiratory gating was used with visitag. Impedance was used for visitag coloring on a scale of 0-10 ohms. Grid projection is also used with the color bar set for a time of 0-10 seconds.

Manufacturer narrative:
The device evaluation was completed on 18-may-2022. It was reported that a female patient (130 lbs.) Underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that while ablating the anterior wall of the left atrium, there was a steam pop. It was confirmed via intracardiac echocardiography (ice) that the patient had a pericardial effusion. A pericardiocentesis was done and 400 ml of fluid was removed initially and the drain was left in place. They are not sure if the patient is going to the operating room for surgical repair. The caller states they are just going to observe the patient at the moment to see if the patient needs surgical repair or if the effusion gets worse. The physician was unavailable after the procedure and no further information was received from the physician. Additional information was received on the event. The patient condition is improved. The patient stayed overnight for observation instead of doing same-day discharge. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis of the returned device revealed that a bent was observed on the shaft of the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting correctly. A flow test was performed and during the test, water leakage was observed. The catheter was open, and it was found that the irrigation tube was damaged next to the tip client causing the water leakage. The root cause of water leakage could be related to irrigation tube damaged, however, the root cause of tube damage could be related to the shaft bent next to the client tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ and ¿steam pop¿ issues. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster, inc. Product analysis lab finding of ¿rod/shaft (g04112)¿ issue. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster, inc. Product analysis lab finding of ¿hose (g04069)¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).